Event description:
It was reported that the patient presented in clinic where it was noted that the pacemaker had loss of right ventricular capture. During the replacement procedure, the right ventricular lead tested normally, so the pacemaker was replaced. The patient was stable.